Manufacturer narrative:
(B)(4). Method: the expiratory limb of the complaint rt265 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4)for evaluation and was visually inspected. Results: visual inspection revealed that there were three cracks in the collar of the proximal connector. Small cracks were also observed around the circumference of the distal connector. There was no visible damage noted to the tubing itself. A lot check could not be performed as lot information was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. The user instructions also state the following: - do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.

Event description:
A hospital in (B)(6) reported that while using an rt265 infant dual-heated evaqua2 breathing circuit the ventilator alarmed and the expiratory limb was found to be broken at the y-piece. No patient consequence was reported.

Event description:
A hospital in (B)(4) reported that while using an rt265 infant dual-heated evaqua2 breathing circuit the ventilator alarmed and the expiratory limb was found to be broken at the y-piece. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit is currently en route to fisher & paykel healthcare (B)(4). We will submit a follow up report upon completion of our investigation.